Event description:
It was reported that the insulin pump had a crack after it fell from a counter in the shower and now had unresponsive buttons. The blood glucose reading was 128 mg/dl. The customer stated that the crack was on each corner that was not surrounded by buttons. The most recent blood glucose reading was 132 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to a corroded electronic assembly. A corroded motor assembly was noted during the visual inspection. The insulin pump was received with a cracked case on the display window corners, minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.